Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 21101886, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 21101886, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4319, batch/lot number: 19794438, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4)..

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site due to losing weight. The patient underwent spinal cord stimulation (scs) explant procedure. Patient fully recovered postoperatively. The explanted devices was retained by customer, not returning device.